Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4), has been listed. As bawal is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was black foreign matter on syringe, there was also blood on syringe stopper with a bd emerald syringe 3ml 24x1 an. The following information was provided by the initial reporter: while stock removing from box customer found black spots on the syringe. Blood spread on syringe stopper.

Manufacturer narrative:
H.6. Investigation: the DHR was reviewed for batch number 9091795 and there was no reported complaint or qn raised. There are 3 complaints within this investigation: while stock removing from box customer found black spots on the syringe ¿ this is confirmed and we have done root cause analysis to implement the corrective and preventive action on the complaint. 10 units shortage in each box (7 box*10=70 units) this defect is confirmed and there is a corrective preventive action implemented on the machine. Blood spread on syringe- this complaint is not confirmed and requires the sample for investigation. Conclusion(s): the black spot on the syringes are dried ink. When the machine runs continuously for 15 days, it generates ink flakes. These get deposited on the drum and is accumulated. When the machine stops these ink flakes coagulate in lumps. When the machine is restarted these lumps of ink fall on the products and get stuck. The short quantity of the boxes is due to manual labor packing the products. There is a probability of human error during secondary packaging. The complaint about blood spread on syringe is unconfirmed. Our investigation of the photograph suggests it¿s the ink which has fallen on the machine while the product was getting marked on the marking assembly. The complaint of black ink on the syringes is confirmed and to correct and prevent this complaint we have increased the frequency of cleaning the drum which collects the ink within a duration of 5 days each in running conditions and not wait for the machine to stop after 15 days. This change in protocol has been implemented and we re-evaluated its effectiveness to ensure the corrective action success. Secondary packaging is manual, and we have increased training awareness and supervision on the packaging processes to countercheck elimination of manual packaging. The blood like spot on the nozzle appears to be ink and is usually found on the marking assembly which occurs when ink accidently falls on the product during printing of the barrel. To prevent this complaint we have again increased our frequency of cleaning of the ink on the printing assembly during production. H3 other text : see h.10.

Event description:
It was reported that there was black foreign matter on syringe, there was also blood on syringe stopper with a bd emerald syringe 3ml 24x1 an. The following information was provided by the initial reporter: while stock removing from box customer found black spots on the syringe. Blood spread on syringe stopper.